Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, unexpected error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor system with moisture damage. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer's current blood glucose is 112 mg/dl. The customer did experienced the symptoms such as difficulty walking. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.